Manufacturer narrative:
The psm arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the arm failed the in-house brake weight drop test. This complaint is being reported since the psm arm failed the brake weight drop test in failure analysis.

Event description:
During internal failure analysis investigation, the patient side manipulator (psm) arm failed the brake weight drop test. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. Although this failure was found during in- house testing, and had no patient involvement, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event.